Event description:
Boston scientific received information that this product was part of a system revision due to infection. Also, the cardiac resynchronization therapy pacemaker (crt-p) was taken out of the patient¿s body but kept it connected and left it open for a few days because the physician was waiting for a specialized operating room in case something would happen to the leads when it will be removed. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.